Event description:
After successful insertion of pacer balloon, the balloon line was flushed with normal saline. Pacer stopped and pt returned to cath lab. Syringe can be removed from port. No labeling or marking on balloon port that identifies it different from IV line.